Event description:
When doing ventilator change for fi02 reading 80% when the setting was 60%, which was confirmed with external analyzer, it was noticed that tidal volume was reading about 300ml less than set on expiration. Unable to isolate a leak in circuit. The ventilator was changed, and the pt was not harmed.